Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a saccular thoracic aortic aneurysm at zone 4. Vessel anatomy at index described as having medium calcification and thrombus. Proximal and distal neck diameter was 30mm; maximum aneurysm diameter was 60mm and length 50mm. Two weeks later at follow up the maximum aneurysm was 60mm and there were no endoleaks. A CT scan three weeks post index procedure found a dissection at the proximal side, which was assessed by the physician as not related to the device nor the procedure. The dissection happened due to the patient's blood vessel condition, because there was middle level calcification in a large area at the proximal side. The patient recovered three weeks later with medication. On a follow up by the physician done this month, it was reported that the patient had died of old age. The physician assess the death is not related to the device.

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (dissection, death). Patient's condition affected effectiveness of device (calcified thoracic aorta). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (calcified thoracic aorta).